Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and the reported failure (erbe has a red question mark by the energy plugs, hard fault at star up.) Was confirmed and reproduced on erbe connected to system. Remotefe showed (25913 m-02 errors 4/14/2025.) Visual inspection:( the unit has no significant scratches or dents. The front bezel is in decent condition.) (M-02-3 error on start-up, and red question marks by mono/bipolar ports. (Instruments not detected.)) Erbe unit that was placed on golden system and was run in normal mode. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that a red question mark appeared on the erbe's screen. The tse reviewed the system error logs but found no related errors. Prior to calling, the user had power cycled the erbe and reseated the energy cord, but the issue persisted. The tse informed to the user that a question mark would display on the erbe in the absence of a connected energy cable and advised replacing the energy cable if the issue continued. The user continued with the procedure without using the erbe generator. A procedure delay was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.